Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 221 mg/dl while wearing the pod longer than 48 hours. Patient reported upon awakening, she noticed the adhesive was loose. Patient reported she removed the pod and the cannula was found to be bent. Symptoms reported include nausea and vomiting. The patient was treated with IV (intravenous) fluids, an insulin drip and potassium. The patient was released the following day. The pod not wearing the pod when seeking medical attention since they had already replaced the pod. Patient reported a history of euglycemic dka, gastroparesis and celiac disease.